Event description:
It was reported that stent moved on the balloon. A 12 x 4.00 promus elite drug eluting stent was selected for use. However, during introduction of the device, it was noted that the edge of the stent was not intact well with the balloon. The procedure was completed with another of same device. No patient complications nor injuries reported.